Manufacturer narrative:
(B)(4). Batch # n9132d. The analysis results found that the mcs20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore, no functional testing could be performed. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a total abdominal hysterectomy procedure, the handle was difficult to close to deploy the clip, the clips were deploying malformed and the clips weren't staying in the jaw. Another clip applier was used to complete the procedure with no consequence to the patient.